Event description:
It was reported that balloon rupture occurred. Cannulation of the superficial femoral artery by femoral sheath 6fr was performed. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified interior tibial artery. After a using 0.018 v18 guidewire crossed the lesion, a 2.5x220x150 sterling balloon catheter was advanced for dilatation. However, after initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same balloon with successful angioplasty done. There were no patient complications reported and patient status was stable.